Event description:
Boston scientific received information the lead exhibited high pacing thresholds. It is possible that the lead may be explanted.(B)(6)hospital, on lead implanted (B)(6)2000. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).